Event description:
Additional information received reported after the extension fracture the outcome was reported as resolved without sequelae on (B)(6) 2013 after the right extension was replaced. It was noted the surgeon felt impedance for the right lead was low for c<(>&<)>6 and c<(>&<)>7. An undesirable change in stimulation and sleep problems at night were also reported and stimulation was temporarily discontinued. Intravenous ativan was administered. It was reported the patient went to the emergency room and a computed tomography (cat) scan was completed, which showed normal results. It was also noted the patient¿s labs presented low chloride levels at 100 mmol/l. The severity of the event was noted as mild.

Event description:
It was reported that when impedances were measured a low impedance of 300 ohms was read. It was reported that one of the extensions had a slice in it, and the surgeon was planning on replacing it with the implantable neurostimulator (ins). The ins change out was because of normal battery depletion. It was later reported that the extension and ins were replaced. The impedance readings were within normal limits on the new product when checked in the operating room and after the replacement. There was no patient injury, and the patient recovered without sequelae.

Event description:
Additional information recevied reported that the patient had paresthesia. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2012. Product type: extension: product ID 748251, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 3387-40, lot# j0444061v, implanted: (B)(6) 2005. Product type: lead: product ID 3387-40, lot# j0444061v, implanted: (B)(6) 2005. Product type: lead. (B)(4). Analysis of the implantable neurostimulator (serial # (B)(4)) found that the ins had no telemetry and no output due to normal end of life battery depletion. Analysis of the extension (serial # (B)(4)) found that a depression breached the outer insulation, and the coiled wire in the body was broken causing circuit #1 to be open.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the implantable neurostimulator was replaced on (B)(6) 2012 and the outcome was resolved without sequelae. Supplemental data received reported: osmolality, calc 273mosm/kg, glucose 121 mg/dl, alkaline phosphatase 117 unit/l, hemoglobin 17.1 gm/dl, hemocrit 49.6%, granulocyte 73%, and aeos 0%.

Event description:
Additional information indicated that the adverse event was due to undesirable change in stimulation and marked as "buzzing sensation on skin over battery in chest." The event was described as ongoing. Two days later it was stated that the buzzing sensation had occurred at the time of impedance measurement prior to surgery. Upon opening the pocket to replace the implantable neurostimulator (ins), it was noted that the extension was fractured near its junction with the ins. The new ins had to be 'reprogrammed' to match the settings of the previous device, but "no changes were made." It was also reported that the patient had "additional problems" thereafter, and "both extensions were subsequently replaced" on (B)(6) 2012. It was believed that the buzzing sensation was related to the extension fracture.